Event description:
It was reported that the right atrial and right ventricular leads exhibited conductor fracture. The leads were capped and replaced on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5153716.